Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that sometime after 4:00 a.m. On (b)((6)2017 they started receiving a "reagent hovering" alarm while running patient samples on a cobas e 411 immunoassay analyzer. The customer stopped the system and checked the reagent pack. The customer found a disposable tip in the compartment of the elecsys brahms pct reagent pack. The tip was removed and the reagent was placed back on the analyzer. The customer ran quality controls and then re-ran all patient samples that had been run previously and reported outside of the laboratory. Upon completing repeat testing, erroneous pct results were identified for 4 patient samples. The customer discarded the reagent pack in use and replaced it with a new reagent pack. The customer repeated the patient samples again and the repeat results matched the first set of repeat results she had run with the original pct reagent pack. Refer to attached data for patient results with date of birth and gender. The customer stated that sample # 1: ID (B)(6) ((B)(4) years old) was discharged but that the doctor said he may not have discharged the child if he knew the pct result was high. Upon a follow up call to the mother by the doctor¿s office on (B)(6)2017 the mother reported that the child was doing well. Sample # 2: ID (B)(6): the patient was not affected. Sample # 3: ID (B)(6): the patient was discharged after the corrected result was received. Sample # 4: ID (B)(6): patient care was not affected. No adverse event occurred. The pct reagent pack lot number was 20358001 with an expiration date of 04/30/2018. The field service engineer (fse) visited the customer site and performed a probe adjustment. Quality control results were within the customer¿s specifications. The customer stated there have been no further issues with pct since the tip was found in the reagent pack. There have been no other instances of the disposable tip falling off. The customer stated the system is performing as expected.

Manufacturer narrative:
The customer is not having any further issues.

Manufacturer narrative:
Based on the information provided, it was not possible to determine what caused the tip to fall off into the reagent pack. The fse was not able to clarify what specific part of the probe required adjusting. It cannot be excluded that the reagent pack open/close mechanism caused the tip to fall off. A search was made in the complaint handling system and no systematic instrument problems were identified. This is the second similar event in the last 12 months.